Event description:
A report of pump overinfusion found during biomed testing. Biomed technician reported accuracy testing was performed in a continuous mode, 50ml, for 15 minuter. Pump delivered 54-1/2 ml in 15 minutes. No patient involvement has been reported at this time. Pump will be sent to baxter for evaluation.